Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8142537, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-22. Medical device lot #: 8197842, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that multiple bd luer-lok¿ syringe sterile, single use syringes have a greasy like substance on the plungers. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: five 5ml syringe samples were received in two bags from two different batches and were evaluated. Bag 1 contained a loose and a sealed packaged 5ml syringe from batch #8197842 (p/n 309646). Bag 2 contained 2 loose and 1 sealed packaged 5ml syringe from batch #8142537 (p/n 309646). Each syringe was found to have a small amount of silicone visible on the stopper and roof of the barrel once the stopper is pulled away. The observed amount of silicone is normal and expected amount for this product per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Bd applies silicone to its syringes under carefully controlled conditions that are monitored for compliance to both bd standards as well as meeting the requirements. In our manufacturing environment, bd targets applying a quantity of silicone considerably less than the maximum amount specified. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received.

Event description:
It was reported that multiple bd luer-lok¿ syringe sterile, single use syringes have a greasy like substance on the plungers. There was no report of exposure, serious injury, or medical intervention.